Event description:
After vaccinator performed vaccination, unsuccessfully tried to close tkmd syringe on table. Then used left hand - safety broke /needle bent. Vaccinator received needlestick injury. FDA safety report ID# (B)(4).